Event description:
It was reported to boston scientific corporation that an advanix preloaded biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014 in the duodenum. According to the complainant, during the procedure, the pull wire was difficult to pull. When pulling hard, the pull wire and the pull wire cap broke. The guide catheter detached, within the stent, inside the patient. The stent and the broken guide catheter were retrieved with a snare. The procedure was completed with a cook biliary stent device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Exact patient age unknown, but reported to be over 18 years of age. (B)(4) for the reported event guide catheter broke. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.